Event description:
Name of procedure: lap abdominal perineal resection. Applied medical tm was not present but the following description was given by the scrub nurse [name]: "the padded grasper had been in use for approximately 4-5 hours. After completing the 'bottom' end of the case, the 'top' end was resumed. I handed over the grasper and after a few seconds (30) I was informed that the grasper 'wasn't working'. The surgeon continued to attempt to use the grasper for a few more minutes until I offered an alternative. When the grasper had been handed back over, I had a look to try and see what the problem could be, that's when I noticed, at the tip, the outside layer had split away. I checked to see that the split matched up and there were no missing segments that may have been left inside the patient - there was none as it matched up perfectly. I informed the surgeon, the floor nurse and asked for the charge nurse (cn [name]) to come in so I could inform her and show her what had happened. The grasper was handed off my table." Intervention: ni. Patient status: patient not affected by incident.

Manufacturer narrative:
This follow up is to make the statement in the previous follow up that this event was not reportable. This event has been deemed reportable as it has the potential to contribute to dorsi.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of shaft damage. Based on the condition of the returned unit, it is likely that the shaft damage resulted from a large side load that was applied to the distal end of the device during use. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This event was determined to be reportable based on the original description of the event. However, upon evaluation of the event unit, the event is deemed not reportable as it is unlikely to cause or contribute to death or serious injury.

Event description:
Name of procedure: lap abdominal perineal resection. Applied medical tm was not present but the following description was given by the scrub nurse [name]: "the padded grasper had been in use for approximately 4-5 hours. After completing the 'bottom' end of the case, the 'top' end was resumed. I handed over the grasper and after a few seconds (30) I was informed that the grasper 'wasn't working'. The surgeon continued to attempt to use the grasper for a few more minutes until I offered an alternative. When the grasper had been handed back over, I had a look to try and see what the problem could be, that's when I noticed, at the tip, the outside layer had split away. I checked to see that the split matched up and there were no missing segments that may have been left inside the patient - there was none as it matched up perfectly. I informed the surgeon, the floor nurse and asked for the charge nurse (cn [name]) to come in so I could inform her and show her what had happened. The grasper was handed off my table." Intervention: ni. Patient status: patient not affected by incident.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Name of procedure: lap abdominal perineal resection. Applied medical tm was not present but the following description was given by the scrub nurse [name]: "the padded grasper had been in use for approximately 4-5 hours. After completing the 'bottom' end of the case, the 'top' end was resumed. I handed over the grasper and after a few seconds (30) I was informed that the grasper 'wasn't working'. The surgeon continued to attempt to use the grasper for a few more minutes until I offered an alternative. When the grasper had been handed back over, I had a look to try and see what the problem could be, that's when I noticed, at the tip, the outside layer had split away. I checked to see that the split matched up and there were no missing segments that may have been left inside the patient - there was none as it matched up perfectly. I informed the surgeon, the floor nurse and asked for the charge nurse (cn [name]) to come in so I could inform her and show her what had happened. The grasper was handed off my table." Intervention: ni. Patient status: patient not affected by incident.